Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when connecting a medication to the med line the smartsite broke in half. There was no report of any patient harm.

Manufacturer narrative:
Conclusion field: - no available code for undetermined or unknown cause. The customer¿s report of a broken smartsite cap was confirmed. Visual inspection showed that the clear luer lock body that is welded to the female luer adapter (fla) was broken/cracked with the broken piece of the clear body still remaining within the fla. Whitish markings, indicative of stress, were observed at the break point of the damaged clear body. No functional testing was able to be performed due to the obvious damage. Additional testing and analysis concluded there were no indications of any manufacturing related contributors to the breakage. The probable cause of the damage has been identified as a lateral force exerted during disconnection of the smartsite valve from a mating component.